Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon visual inspection, it was noted that the pacemaker had eroded through the skin and the patient had developed a pocket infection. The pacemaker system was explanted (B)(6) 2020 and replaced (B)(6) 2020. The patient was in stable condition afterwards.